Event description:
It was reported that during a pta treatment procedure to dilate the mid left anterior descending artery (lad), the balloon inflated and deflated very slowly. According to the report it took almost 2 minutes for each inflation and deflation. The ultra thin diamond balloon catheter was replaced and the procedure was successfully completed. No pt injuries or complications were reported.